Event description:
It was reported that the patient was experiencing increased pain and difficulty charging the ipg. It was also noted that x-ray was taken which showed that a lead had migrated. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively and the explanted device components were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 5039316/5087191